Manufacturer narrative:
(B)(4). Other device used: catalog #00771100700, zimmer m/l taper femoral stem, lot #61694540 manufactured by zimmer inc. (B)(4). Remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported patient was revised due to adverse local tissue reaction and corrosion.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. Device history records for the lot code associated with the reported devices were reviewed. No deviations or anomalies were noted in the manufacturing process. The reported devices were used for treatment. The devices were used an approved and compatible combination. Surgical notes for the primary procedure were reviewed. It is noted that the acetabular shell had adequate press fit stability. A single screw was used for additional fixation as the cup had some uncoverage posterior and superior from a prior bony defect. It is stated that the morse taper of the stem was cleaned and dried, prior to implanting the head. It is stated that minimal shuck was noted to push-pull testing and the leg lengths were noted to be acceptable. Surgical notes for revision procedure were reviewed. Cloudy yellow effusion, extensive pseudotumor was present throughout the entire joint space. There was a thickened area of necrosis involving the capsule. No evidence of impingement of the stem or the acetabular component along the iliopsoas tendon was noted. Osteolysis was present around the acetabular component, posteriorly and superiorly in the area of the pseudotumor. The acetabular component was well fixed; however was replaced for a tantalum shell. Corrosion debris with sludging was noted on the femoral head and stem trunnion interface. Pre-surgery, laboratory tests for suspected infection, noted that co level of 5.9 was noted, indicating likely adverse local tissue reaction due to corrosion. Review of the complaint history indicated no prior complaints for the part-lot combinations for the head, liner, shell and stem. The information provided could not confirm an infection. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. A definitive root cause for the reported corrosion cannot be determined with the information provided.